Event description:
An elevate anterior device was implanted on (B)(6) 2009. It was reported that a cystocele recurred because the vaginal mucosa failed to incorporate into the mesh, resulting in the descent of the anterior wall. A revision procedure was done on (B)(6) 2011.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.